Event description:
It was reported that the right atrial (ra) lead was exhibiting undersensing which was remedied by adjusting the lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m implantable tachy lead 2013-(B)(6), 4296 implantable pacing lead 2013-(B)(6). (B)(4).